Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button had to be pressed at the very bottom before it worked. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened, esc, act and up button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. (B)(4).